Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer re-loaded cartridge to resolve the issue. It was also reported that the customer received a power source alert. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.